Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, there was blood leakage seen between the butterfly and the hub. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-december -27th. H6: investigation summary: material #: 36490200. Lot/batch #: 3234966. Bd received 6 samples, one used and five unused, for investigation. The used sample was evaluated by visual examination and no signs of leakage were observed. The unused samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination, and another 12 samples by functional testing, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, there was blood leakage seen between the butterfly and the hub. No patient impact reported.